Event description:
Resident was up in reclined geri-chair. Resident kicked foot rest & foot rest flipped down, causing resident to flip out of geri-chair. Upon inspection, chair would not lock in reclined position.